Event description:
It was later reported by the healthcare provider that it was unknown if a fifty percent or greater symptom reduction. The patient thought problem (pain from neurostimulator but pain from lumbosacral spine). Discussed symptoms with the patient and troubleshooted by having patient turn off device then back on. The event cause was determined and it was not device related. The patient outcome was noted as other. It was reported not neurostimulator related.

Event description:
It was reported that the patient woke up this am and reports having trouble since implant. The patient was implanted on the right hip, but feeling stimulation in left buttock. This morning feels it in the center of right buttock. It had been working "ok¿ for symptom control. The patient can't sit down because it was uncomfortable and hurts. The patient turned stimulation off a few hours ago but still feels uncomfortable and pain. She turned stimulation to 0 volt and turned off. She reports that uncomfortable laying down since implant. No falls, accidents or traumas. The patient states that with other 2 previous implants never felt it anywhere but in bicycle seat area and it was never uncomfortable. This feels like she was"sitting on a nerve". The patient reported at first when she was implanted she kept getting bladder infections, 3 in a row, had turned off stimulation during that time. Resolved without issue. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer,patient. Product ID: 3886, lot# j0206519v, implanted: (B)(6) 2002, product type: lead. (B)(4).